Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that maybe last week, the implant doesn't hold a charge very long. Pt stated that the implant battery used to last 2 full days but now they had to charge every day. Pt mentioned that the implant was down to 10-20 or 30 in a 24-hour period and sometimes they turn "it" off the save the battery life. Agent reviewed battery longevity and recharge interval and redirected pt to the hcp and manufacturer representative (rep) to further address the issue. No symptoms were reported.